Manufacturer narrative:
The silicone hemo-cath was returned for evaluation. A functional test was performed noting a leak approximately 16 cm distal to the hub when flushed through the arterial luer. Visual inspection revealed a series of "dimples" in the lumen beginning approximately 2.5 cm distal to the hole. Under magnification the area of the hole appears pinched, with a definite pinch mark on the lumen directly opposite the hole. The device was further evaluated by medcomp engineering. The condition of the returned device suggests significant bending for a prolonged period, causing the "dimples" in the silicone lumen as well as the pinched area of the lumen. It is believed the pinched lumen contributed to the formation of the hole in the lumen. Potential causes for the formation of pinched lumen include, but are not limited to, insertion location and patient anatomy. Functional testing was conducted on the returned device. The lumen was clamped shut and the device flushed with water. When flushed through either luer the water flowed through to the opposite luer confirming the cross-lumen leak. A supplier investigation request was issued to the contract manufacturer for this event. The contract manufacturer's investigation revealed the returned device was manufactured and inspected according to specification with no non-conformances or abnormalities. The lumen was cut and measurements of the inner diameter, outer diameter, and wall thickness were taken. All dimensions were within specification. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or non-bonded unions that could lead to a device leak if it had existed at the time of manufacture. The device was implanted for more than 7 months with no reported issues. It is believed the reported issue may have been caused by the hole in the lumen due to the pinching noted above. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following statement: *a tunnel with a wide gentle arc lessens the risk of kinking. The tunnel should be short enough to keep the y-hub of the catheter from entering the exit site, yet long enough to keep the cuff 2cm (minimum) from the skin opening. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2024, a clearer blood flow was observed through the catheter, as if the blood flow seemed to be turning on itself. Laboratory analyses are requested, confirming the hypothesis at the end of april. On (B)(6) 2024, the catheter is replaced because of a suspected leak. Event clarification: persistent blood dilution, suggesting unusual communication between arterial and venous branch.

Manufacturer narrative:
The investigation is ongoing. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.